Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving an unspecified infusion. The nurse was called to the patient room and found the IV was leaking on the bed sheets no visible cracks noted per nurse. There was no patient harm reported. No other event information provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection observed a small tear on the silicone tubing segment distal to the upper fitment¿s retainer ring. The tear measured to be approximately 0.85mm in length. Functional testing was not performed due to the obvious damage. The cause of the leak was a tear in the silicone tubing. The cause of the tear is unknown.